Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap extended life pd transfer set was observed during peritoneal dialysis (pd) therapy. The patient was attempting to disconnect from the cycler when the transfer set broke completely apart making disconnection impossible. The patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in dry condition with the white connector connected to the female connector. Visual inspection by naked eye observed a separation between the dark blue female connector and the light blue main body. The reported condition was verified. Functional testing which included leak testing, clear passage testing, and clamp function testing was performed with no issues noted. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.